Manufacturer narrative:
Correction MDR should be marked yes; not blank.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator could not be interrogated. The device explanted and replaced on (B)(6) 2015. The patient was doing well post procedure and would continued to be monitored.

Manufacturer narrative:
(B)(4).